Event description:
A patient who previously underwent a 2 level acdf of c5-c7 in 2006, underwent removal of hardware six months later, due to one of the caudal screws of the construct backing out.

Manufacturer narrative:
Evaluation pending. This event is associated with product notification number as listed. The notification was submitted to revise the surgical technique and correct the trajectory of screw placement. The surgeon in this event received the information regarding the notification on 11/16/2006. Since th event, the surgeon has been spoken with one of abbott spine representatives regarding the revised surgical techniques to assure that the suggested technique is being followed.